Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot #: p902099. H2: update - see section d3 h2: please see section d9 for when the device was available for evaluation. H2: please see section d4 for full UDI h2 - h6: the camera, lot number: p902099, was returned to the manufacturer for analysis. The camera was found to have scratches on the housing. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes, b01, c02, and d02 are applicable. H2: code c08 can be applied in addition to the previously reported system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes a05 and a1102 are coded to reflect the reported allegation. A05 reflects the camera fault while a1102 reflects the error received. H3/h6: the system was serviced in the field. The system failed hardware testing due to the localizer error. There was a confirmed cmos battery issue in the camera. The camera was later replaced to resolve the hardware failure. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was giving a "localizer faulted" error. Troubleshooting was completed onsite. The network device interface (ndi) toolbox showed that the system had a bump and internal temperature fault, meaning that the camera's complementary metal-oxide-semiconductor (cmos) battery had died. There was no patient involvement.